Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, there was a h/s disconnect error. This event is associated with (B)(4) ((B)(4)).

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system . Upon further investigation of the reported event, the following information is new and/or changed: (date received by manufacturer), (indication that this is a second follow-up report), (follow-up due to device evaluation), (B)(4). The actual sample was visually inspected upon receipt, during which no anomalies were noted. A review of the device history records revealed no manufacturing anomalies. The functionality of the cuvette and magnet was evaluated by connecting the unit to the cdi500 monitor. It was found to have difficulties connecting to the monitor. The strength of the sample's magnet was measured and found to be of a lower strength than normal. It is likely that the magnet is defective with weak magnetic strength. These magnets are manufactured by an outside supplier, arnold magnet technologies. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Indication that the device is available for evaluation. Indication that the device evaluation anticipated. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.